Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose on (B)(6) 2019. The customer's blood glucose was over 890 mg/dl. Customer¿s current blood glucose was unknown. The customer treated high blood glucose with pump, insulin drip, nausea medicine. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report, customer did not allege pump was under delivering. The customer declined further troubleshooting for high blood glucose value. The drive support cap appears normal. Customer was unable to complete carelink upload. Customer reported basal rates are programmed accurately. Customer reported bolus wizard is programmed accurately. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window, scratched case and cracked reservoir tube lip.